Event description:
Foley inserted at this facility. Balloon would not deflate. Physician has to use several maneuvers but was unsuccessful. Foley catheter removed. Balloon was still inflated. Removal resulted in moderate urethral trauma.